Event description:
It was initially reported that the patient never had therapeutic effect. She had acute pain in both legs following a replacement. The patient had been seen for multiple reprogramming sessions and had not had success. It was stated that the patient had the scar tissue that was formed around current leads and, thus, was advised against another scs (spinal cord stimulation) lead placed or scs lead revision . She had gone through all of her programs on her patient programmer and had not had any therapeutic effect. It was further reported that the patient was "having a problem with the device." It was also reported that she lost her patient programmer. It was stated that the pain was pretty well managed up until the last 7 months prior to the report when the pain was to the point where it was making her nauseous. The patient was going through injections, but the type of injection and reason for injection was not given. It was stated that the patient had met with a manufacturer representative four days prior to the report, the device was checked, and the stimulation was on but not all the leads were working. When the representative turned stimulation on, it gave her some relief temporarily. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6 ) 2006, product type programmer, patient; product ID 3998, lot # j0406220v, implanted: (B)(6) 2004, product type lead; product ID 3998, lot # j0406220v, implanted: (B)(6) 2004, product type lead. (B)(4).